Manufacturer narrative:
The accessory has not been returned for evaluation. Per the information provided by the clinical sales representative, the mcs tip cover was over installed the monopolar curved scissors instrument. The instrument & accessories user manual states the following: tip cover accessory installation ¿ before use close the scissor blades. Straighten the wrist of the instrument. Grasping the tip cover accessory with the installation tool. Slide the tip cover accessory onto the distal end of the instrument until it comes to a hard stop. A twisting motion can be used to ease the insertion of the tip cover accessory (see arrows on tip cover accessory). The distal end of the instrument should be facing away from the surgical personnel installing the tip cover accessory during installation. Remove the installation tool. Retain the installation tool to aid in removing the tip cover accessory after the clinical application. The tip cover accessory is properly installed when the orange surface is completely covered. Warning: failure to install the tip cover accessory properly may result in: - improper scissor opening - tip cover accessory falling off - electrical arcs and alternate site burns general precautions and warnings - the endowrist monopolar curved scissors instrument must always be used in conjunction with the tip cover accessory. Inspect the tip cover accessory periodically during use. If any damage or tears are observed, replace the tip cover accessory with a new one.

Event description:
It was originally reported that during a da vinci hysterectomy procedure, customer can't not insert instrument all the way thru the cannula. Site is trying to insert a mcs instrument on an arm and can't get it to go all the way thru the cannula. Having them reinstall the tip cover and ensure that it is not onto the shaft of the instrument. They removed and reinstalled the tip cover and now are able to get it thru the cannula all the way. Intuitive surgical contacted the initial reporter, the clinical sales representative indicated that she was presented during the case, she noted that the monopolar curved scissors (mcs) tip cover was over installed on the monopolar curved scissors instrument, she trained the customer about the correct way to install the mcs tip cover per the instructions for use manual, they re-adjusted the mcs tip cover and were able to complete the procedure with no further incidents. No fragments fell into the patient. The mcs tip cover was discarded.